Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela unit representing inoperable after getting into the event log transducer fault was noted multiple times. As of this time, there is no information about patient involvement associated with this event.

Manufacturer narrative:
Investigation results: the vela ventilator did not return for investigation. The reported issue was resolved with vyaire's field service team by replacing the turbine assembly, and the pcba main board. Performed testing and the vela ventilator meets service specifications.